Event description:
The company received information that suggested that on both sides of the flange there is a 'bump' or 'spur' that was creating an irritation to the patient's skin. The customer reported that the patient was re-intubated due to the irritation. The customer discarded the tube in question, and therefore it will not be returned for evaluation.